Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. No further details were provided. There was no reported adverse impact to customer¿s blood glucose level.